Manufacturer narrative:
Ins and lead were returned and analysis is being conducted. Supplemental report will be sent when analysis is completed if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 (B)(4) showed no significant anomalies. There was no output or telemetry seen on the device and it was determined to be at normal battery depletion (end-of-service condition). Analysis of the lead model 3889-28, lot # va0jxe2 showed no significant anomalies. The lead was returned in segmented condition. Electrical testing determined no electrical shorts were seen between circuits and the continuity was complete. There were markings on the outer insulation consistent with the use of a tool. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va0jxe2 serial# implanted: (B)(6) 2014 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the cause of the impedance was not determined, but was resolved with replacement.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0jxe2, implanted: (B)(6) 2014, product type lead. (B)(4) applied to the lead and (B)(4) applied to the neurostimulator.

Event description:
Information was received from a consumer via a company representative (rep)regarding a patient who was implanted with a neurostimulator urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had a broken lead and all electrode read over 4000 ohms during impedance check. Patient had not aware of anything that caused the event. Patient would be having replacement surgery for lead and battery end of services (eos) on (B)(6). The issue was not resolved at time of the report. There were no further complications that have been reported as a result of this event.